Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed multiple inappropriate auto mode switch episodes due to noise. Further review revealed that the noise resulted in an inappropriate shock. It was noted that the patient was having an unrelated procedure during the noise episode. No noise was noted after the procedure. No device intervention was performed. Patient was stable.